Event description:
Customer stated that this type glove was used, however, they could not be 100% sure of the lot number used. While wearing the glove...it was noticed that fluid had penetrated the glove. Pt had to be re-hospitalized for infection.